Manufacturer narrative:
The reported issue that a syringe plunger_position_failure 351.6660 had occurred was confirmed and duplicated during the investigation. The troubleshooting process found the channel error was following the logic board initially; however continued troubleshooting by both the investigator and the operations engineering group could not find an existing malfunction. The channel error was found to no longer be reproducible when placed on the test bed fixture or when re-installed back into the customer¿s device. The spm event log recorded the spm was infusing at the rate of 11ml/h from a bd 20ml syringe with a volume recorded at 11.1096ml. The infusion ran for approximately 5 minutes prior to the occurrence of the channel error. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported a syringe plunger_position_failure 351.6600 occurred. The device was received in service depot and the event and error logs indicate the error may have occurred during an infusion. There was no report of patient harm.